Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. A small section of the anterior cam bumper fractured off of the device and was not returned. The cam bumpers were very worn with many nicks and gouges over the entire surface. The device was manufactured in 2018 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery ,arm cracked while impacting. S&n backup was available. No delay to procedure, no injury to patient.